Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, and displacement tests. However, the unit was unable to prime due to a faulty force sensor resistor. The drive support cap was inspected and no anomaly was noted. The unit was also received with a corroded battery tube and minor scratches on the lcd window.

Event description:
The customer reported via phone call that his insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 150 mg/dl. The patient was advised to revert to his medically prescribed back-up plan. The insulin pump was returned and replaced.